Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
The patient was operate on (B)(6) 2021 for unknown reason. The surgeon explanted a locking screw l40mm and no information on the implanted product.